Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that the pipeline flex failed to open in the distal section after repeated attempts and was removed from the patient. Prior to the event, the marksman microcatheter was advanced into place and then the pipeline flex was advanced through the microcatheter and pushed into the distal open area. At that point, it was reported the physician followed the standard operation to open the flow diverter, but it could not be opened. It was decided to withdraw both the marksman microcatheter and the pipeline flex and they were replaced with a new marksman and pipeline. The procedure was completed without further complications to the patient. No patient injury was reported as a result of the event. It is unknown what the cause of the issue was. The patient was undergoing embolization treatment of an unruptured saccular aneurysm measuring 10.2 mm x 4.5 mm located in the ophthalmic segment of the internal carotid artery (ica). The patient¿s vasculature was moderate in tortuosity. The distal and proximal landing zone was 3.87 mm x 4.73 mm respectively. The patient was on dual antiplatelet therapy and pru level was not available. Post procedural angiography showed slow blood flow. The reported device and accessory devices were reported to be prepared as indicated in the instructions for use. A continuous flush was used throughout the procedure. There are no images for review.

Manufacturer narrative:
The device was returned for evaluation and the clinical observation could not be confirmed. As received, the pipeline flex pushwire was returned without pipeline flex braid. The distal and proximal dps restraints were found to be intact. The dps sleeves were found intact with no signs of damage. The distal hypotube and ptfe shrink tubing were found to be intact with no signs of elongation. No bend was observed on the pushwire. No defects were found with the catheter, tip coil, distal marker, re-sheathing marker, re-sheathing pad or with the proximal bumper. Based on the analysis findings, the event cause could not be determined as the pipeline flex pusher was returned without the pipeline flex braid. Therefore, any contribution of the braid to the issue could not be determined. It's possible that the "patient tortuous anatomy" may have contributed to the failure to open issue. Per our instructions for use (IFU): "begin to deliver the device using a combination of unsheathing the pipeline flex embolization device and pushing delivery wire simultaneously. After the distal end of the pipeline flex has successfully expanded, deploy the remainder of the device. Carefully inspect the deployed pipeline flex embolization device under fluoroscopy to confirm that it is completely apposed to the vessel wall and not kinked. If the device is not fully apposed or is kinked, consider using a balloon catheter, micro catheter, or guide-wire to fully open it. The system is designed to allow for 2 full cycles of re-sheathing of the pipeline flex embolization device. Re-sheathing the pipeline flex embolization device more than 2 full cycles may cause damage to the distal or proximal ends of the braid. Do not use in patients in whom the angiography demonstrates the anatomy is not appropriate for endovascular treatment, due to conditions such as severe intracranial vessel tortuosity or stenosis.¿ medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.